Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 288 mg/dl. The customer stated that food had been consumed and the bolus that was delivered had not yet begun to take affect. Once the bolus had "begun to work", the customer's bg lowered to the target level.